Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation.

Event description:
It was discovered prior to the start of surgery by the scrub tech that the table top bender did not function. The surgery was completed without any delay.

Manufacturer narrative:
The pectus table top bender was returned without packaging. The instrument was visually evaluated and found to be in poor overall condition. There were scratches and signs of wear on the instrument; significant discoloration was observed. The internal components were rotated inside the assembly, resulting in galling on the handle cam and plunger wheel where the surfaces come in contact and causing friction during handle actuation. The complaint was confirmed as the internal components have rotated out of place, causing damage to the wheel and cam and interfering with the function of the device. The most likely cause of the complaint is determined to be due to excessive force. In the warnings and precautions section of the instructions for use, it is stated, ¿avoid undue stress or strain when handling or cleaning instruments.¿ the non-conformance database was reviewed and there was not a non-conformance found. There are no indications of manufacturing defects and no updates to the risk assessments needed. Based on the product evaluation, the following fields were updated.